Event description:
I purchased the aqua soft no rub contact solution which caused ulcers on my eye according to my ophthalmologist. Its lot number zb00914, the most important thing to note is that this solution is made in another country. Dose: as needed, frequency: nightly, route: ophthalmic. Dates of use: approx two months in 2007. Diagnosis: contact solution.